Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f249 was conducted. There were no non-conformances. This lot met all release requirements. A review of f249 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure, centrifuge bowl leak/break. No trends were detected for each complaint category. A photograph analysis was conducted for this complaint. The customer provided photographs verify the reported centrifuge bowl leak/ break occurred during treatment. Centrifuge bowls are tested for leaks at the subassembly and finished kit stages of production. A material trace of the centrifuge bowls used to build lot f249 did not identify any non-conformances. A review of the device history record for lot f249 did not identify any non-conformances, and the kit lot was determined to have met all release requirements. A root cause could not be identified based on an assessment of the complaint description and the customer provided photographs. No further action is required for this complaint. Investigation complete. (B)(4).

Event description:
The customer called to report that a centrifuge bowl leak/ break occurred during a patient treatment. The customer stated that an alarm #18: system pressure sounded and then a noise was heard indicating that the centrifuge bowl had broken. The incident occurred during purging air at 162ml whole blood processed and the fluid balance was at 150ml. The patient was said to be in stable condition and not affected by the incident. The customer provided photographs to be investigated.